Event description:
It was reported that there was an issue on at least 2 occasions where the foley catheter balloon did not inflate properly. One fell out of a patient, the other was a test (not used) where the balloon inflated however the balloon had a hole and leaked. Product was deformed, foley catheter balloon filled up with 10cc was lopsided. Per follow up via email on 28jun2023, it was stated that the only sample available was the foley that had a hole in the tubing, not the foley where the balloon was lopsided because it was used, they could not save it. Patient with lopsided foley was okay, but was very uncomfortable therefore they removed the foley and that was when they realized that the product was deformed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned it was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H3 other text : the device was not returned.